Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open tumor debulking and bowel resection, related to the circular stapler firing: the entire back wall was intact (first 90 degrees), then free staples, then no staples. Right, left, and front wall were sliced with free open staples. Doctor asked could have it been tissue thickness? (She included diverticula in the purse string). The surgery was delayed due to the reported event by 120 minutes. The procedure was successfully completed. No other medical intervention was required. There were no patient consequences or changes to the post-operative care reported.

Manufacturer narrative:
(B)(4). Batch # m55a8t. Additional information provided: the hospital has a policy that does not allow them to release the product back to the manufacturer for testing. However, photos were taken. Photo evaluation summary: upon visual inspection of seven photos, the following was observed: the first photo shows guide face of a device from top view. The device present body fluids, the casing half washer can be seen inside of the device. In addition, the stake posts were noted optimal. The second photo shows the batch area with the safety engages. In addition, the batch number m55a8t and serial number (B)(4). The third and sixth photo shows the anvil area with only half washer. Also, the washer was noted to have nicks: this damaged is consistent when the device is fired over an already existing staple line and several unformed staples stuck on the washer. The fourth photo shows an ecs33a device with the anvil area detached. The casing half washer can be seen inside of the device. Also, the anvil area can be seen with only half washer and the safety was noted engaged. The fifth photo shows the casing half washer can be seen inside of the device and with the trocar exposed. The seventh photo shows the anvil area from side view and it can be seen several nicks on the washer. Based on the photos reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.